Event description:
It was reported that the oscillating hubs were missing blade holding posts from the universal oscillating saw attachment. It was also reported that the surgeons have mentioned excess noise and vibration when using these oscillating hubs. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the investigation is complete.